Manufacturer narrative:
(B)(4) 2011 - a retrospective review of this adverse event file determined an MDR was needed. The severity of the event could not be determined.

Event description:
The dealer alleges the consumer cut their hand on the chrome handrims. No serious injury is alleged.

Manufacturer narrative:
(B)(6) 2011 - a retrospective review of this adverse event file determined an MDR was needed. The severity of the event could not be determined. (B)(6) 2011 - (B)(6) - the burred hand rim reported minor injury to the consumer. The hand rim has been removed and replaced [(B)(4)] by the dealer.

Event description:
The dealer alleges the consumer cut their hand on the chrome handrims. No serious injury is alleged.